Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was no beep when getting alerts. The customer¿s blood glucose was unknown. The customer was not hearing beeping when it alarms the customer stated that they were not hearing audio when gets an alarm. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.